Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at 3 levels in the thoracolumbar transition. An orthopedic physician reported that directly postoperative, patient had "heavy headache". The headache remains and it gets worse when patient moves the head to the front (nodding). Per the orthopedic physician, x-ray and CT are ok and showed no cement leakage. Reportedly, patient was visiting a neurologist on (B)(6) 2011. Per the orthopedic physician, there is a bulge fo the spinal cord at the treated levels visible in the mrt (MRI). He "assumed" a dura damage with constantly loss of liquor, responsible for the headache. No further information was reported.

Manufacturer narrative:
Date of event: balloon kyphoplasty procedure was performed 3 weeks from (B)(6) 2011. Eval method: follow-up with company representative.